Event description:
Patient was implanted with tibia nail for a segmented tibia fracture on an unknown date. Patient presented to surgeon, date unknown, with recent onset of pain in the proximal aspect of the original injury. Exam and CT scan, date unknown, revealed possible non-union. The patient returned to the operating room on (B)(6) 2013 and had 4 locking screws 5mm and a tibia nail part number 04.004.446s lot number 6714969 removed. Fluoroscopy confirmed a non-union at the proximal end of the original fracture. The canal was reamed out and the patient was revised to a larger tibia nail 12x330 and two 5.0mm locking screws. Patient is reportedly recovering well. This is 5 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.